Manufacturer narrative:
The customer elected to purchase a replacement glidescope spectrum smart cable and the reported cable was returned to verathon for evaluation. A technical service representative evaluated the returned smart cable where he was unable to duplicate the disappearing image issue; however, it was found that the cable was not recognized by the test video monitor. Since the customer purchased a replacement smart cable, the returned cable was scrapped. The cause is likely due to a breakage in the signal wire of the smart cable as a result of repeated bending of the smart cable near the connector. When the bending and straightening process is repeated the wire is work hardened and becomes brittle and eventually breaks. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. The procedure was completed using another glidescope spectrum smart cable; however, the amount of time it took to prepare the device was not known. No harm to the patient or user was reported.